Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported the dermatome not cutting straight and blade not lining up straight. Additional information received on 06/27/2014 from the operating room nurse coordinator and the surgical technician who was present during surgery. Surgery was performed to graft skin from the patient's right upper thigh to cover a defect from a melanoma on her scalp. The device shredded part of the donor skin and "there was barely enough to cover the defect on the scalp." While there was no injury (reported) per se, the surgeon wanted to re-graft any excess skin back to the donor site (as was his custom) to promote healing. Any excess skin the surgeon took was shredded and unusable. A second graft or unplanned graft was not performed, there was no medical intervention required.